Event description:
Boston scientific received information that during a follow up visit, interrogation of this pacemaker and non-boston scientific right ventricular lead displayed a lead safety switch had occurred due to high out of range impedance measurements. Ventricular impedance measurements have been gradually increasing, however during the previous follow up visit, were within acceptable range. In addition, increased threshold measurements were obtained in both unipolar and bipolar configuration. The device output settings were reprogrammed to maintain ventricular capture. As the patient is pacemaker dependent, a decision was made to perform a lead revision in the near future. Although this device has a remaining longevity of five years remaining, this device may also be replaced. No adverse patient effects were reported as a result of this issue.

Event description:
According to available information, this device remains implanted. It is unknown whether the lead revision was performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further...

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.